Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving morphine 10mg/ml at 1.309 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient experienced increased pain and device interrogation/device data showed a pump reservoir volume discrepancy. On (B)(6) 2015, the pump was explanted and replaced; the event resolved without sequelae. The event was reported as related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.